Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a three-hour home dialysis treatment with a revaclear 300 dialyzer, the patient experienced stomach pain, skin color change, yellowish eyes and hemolysis. It was reported while starting treatment, the patient experienced difficulties when inserting the arterial needle (button hole technique). It was reported the arterial pressure was ¿near 200mmhg¿. The patient performed dialysis with a decreased blood flow of 350/ml/min to 200/ml/min and an arterial pressure of 150mmhg. After the treatment the patient experienced stomach pain. The following morning, the stomach pain was ¿eased¿; however, continued and the patient experienced a skin color change and yellowish eyes. The patient presented to the hospital for testing and was subsequently admitted with a positive hemolysis diagnosis. It was reported a medical intervention was not required. Hemodialysis treatment was ongoing. At the time of this report, the patient outcome was reported as ¿getting better¿ and ¿is going home tomorrow¿. No additional information is available.